Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lot 71c23l0698 in regard to "ars leak in use/initial insert". Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the process of central venous catheterization, the guidewire was kinked and difficult inserted into the ars, and the catheterization was repeated for 3 times successfully, which caused the patient to bleed more under the skin and increased the pain to the patient, and the patient was given to strengthen the compression and cold compresses to deal with the problem". The condition of the patient is reported to be 'fine'.

Event description:
It was reported that "in the process of central venous catheterization, the guidewire was kinked and difficult inserted into the ars, and the catheterization was repeated for 3 times successfully, which caused the patient to bleed more under the skin and increased the pain to the patient, and the patient was given to strengthen the compression and cold compresses to deal with the problem". The condition of the patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4).